Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the cannula seal associated with this complaint; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal seal gas port broke. This was the cap the gas line was hooked to. There was a loss of pneumoperitoneum. No fragments fell inside the patient. All pieces were retrieved. The seal was replaced. The procedure finished without harm to patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken. The luer fitting was damaged on the universal seal. There were no missing pieces. The broken piece was returned.